Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported a broken stimulator device. The consumer wanted to know what the damage a stimulator could cause, in the body if it gets broken in some way. The patient had the implantation since 2009. Apparently, the electrodes were not connected to the stimulator anymore so it had been inactive for a couple of years. The patient reported to be sensitive to metal. They got an injection in their butt from a nurse and it hit the stimulator by mistake. Their butt was really swollen and red. Interventions or actions taken to resolve the issue were not known. The issue was not resolved.